Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012768941); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, a patient with aortic stenosis, calcified and fibrotic leaflets, and very little calcium in the non-coronary leaflet experienced failure of the valve to anchor when deployed. The valve dislodged within the anatomy and did not meet anticipated stability, as confirmed by imaging assessment. The team decided to switch to a balloon expandable valve from another manufacturer. No product issue was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval code method product analysis image review: procedural images were submitted to medtronic for review which included one fluoroscopic cine loop of the implant procedure. The patient summary was not provided for anatomical review. It was unclear if the only image provided was the final image of the valve deployment attempts. No information was given as to how many deployment attempts were made, or whether the valve was fully deployed then snared and a non-medtronic valve deployed through the first one. No details of the deployment technique were reported nor the procedure recording itself. With this information, a device relationship could not be established and was not suspected. Prosthetic valve migration/embolization is listed in the device instructions for use as one of the potential adverse events and repo sitioning precautions. Migration/valve dislodgement can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant balloon dilation complications. Conclusion: the investigation remains in progress. Corrected data: d. Suspect medical device: full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, a patient with aortic stenosis, calcified and fibrotic leaflets, and very little calcium in the non-coronary leaflet experienced failure of the valve to anchor when deployed. The valve dislodged within the anatomy and did not meet anticipated stability, as confirmed by imaging assessment. The team decided to switch to a balloon expandable valve from another manufacturer. No product issue was suspected. No patient complications have been reported as a result of this event. Additional information was received to report a pre-imlant balloon dilation was not performed. A non-medtronic (safari guidewire) was used for the case. Deployment was started at the lower third of the pigtail catheter at an implant depth of -3mm on the non-coronary cusp (ncc), the depth on the left coronary cusp (lcc) was approximately -4mm, but was undefined due to the cusp overlap view. An uneven distribution of calcification, including a lack of calcification on the ncc, contributed to the dislodgement. It was noted the inflow portion of the valve frame was unstable and the valve moved in both directions (aortic and ventricular). Following dislodgement, the implant depth was variable between -3mm - -5mm on the ncc and -4mm - -6mm on the lcc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.